Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "worse of the worse triple negative very aggressive breast cancer after using implant, rupture, no braca gene and bilateral "double mastectomy." Record for right side. Device has been explanted.